Event description:
It was reported that patient took 12 feet fall and ever since experienced a painful sensation when the stimulator was on. It was also reported that patient received a message and the ipg moved out of placed. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was doing well postoperatively and the explanted ipg was not returned.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.